Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the screwdriver was found to be broken on (B)(6) 2013. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
Device is used for treatment, not diagnosis. The investigation has shown that the tip is indeed totally broken off as complained. The review of the production history revealed that this instrument was manufactured according to the specifications. No abnormal findings were identified. The broken surface is homogeneous what indicates material conformity to the specification as well. Based on these results we conclude that the cause of failure is not due to any manufacturing non-conformances and we have to assume that exceeding applied mechanical force led to the breakage of the tip.